Manufacturer narrative:
H.6. Investigation: no sample or photos was provided to our quality team for investigation. A DHR could not be performed due to the unknown lot#. Based on available information, we are unable to identify a definitive root cause at this time.

Event description:
It was reported three injector luer lock n35j showed signs of coring. The following information was provided by the initial reporter, translated from japanese: "during preparation of keytruda by attaching the protector to the vial using af, a rubber-like floating substance was found in the infusion bag."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample or photos was provided to our quality team for investigation. A device history review was performed for the provided lot number, no deviations or non-conformities were identified during the manufacturing process that could have contributed to these issues. Four retained samples from the provided lot were used for further evaluation. In all cases, the product worked as intended and no nuclei were identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on available information, we are unable to identify a definitive root cause at this time. Complaints received by this device and the reported issue will continue to be tracked and trending to occur in the future.

Event description:
It was reported three injector luer lock n35j showed signs of coring. The following information was provided by the initial reporter, translated from (B)(6): "during preparation of keytruda by attaching the protector to the vial using af, a rubber-like floating substance was found in the infusion bag."